Event description:
It was reported in the middle of a procedure an error code 171 (under power) was displayed. No harm to patient/user. No further information was available at this time.

Manufacturer narrative:
Manufacturer's designated service tech was dispatched to the facility to evaluate the laser system. The service tech determined that the root cause of the error was due to a malfunctioning laser component which was removed and replaced. The service was completed and the laser was released to the customer for use.